Event description:
It was reported that during a vaginal hysterectomy the trigger of the device was "caught" and locked, and the jaws of the device would not open. The tissue was cut away from around the jaws. A second device was opened and the procedure was completed. There was no pt injury.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. Upon eval, the jaws and trigger were actuated multiple times and operated as intended. It was noted that the device was heavily contaminated from use. The device history record was reviewed and no discrepancies were noted.